Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient spouse that one year two months post implant of this aortic bioprosthetic valve, the device was explanted and replaced with a non-medtronic device due to a "rupture." The cause of the reported "rupture" is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the physician indicated that the device had a .5cm circular hole in the center of the leaflet which was causing severe aortic insufficiency. The surgeon did not think the device looked infected. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: based on the received information, the reported regurgitation most likely was due to the cuspal tear. Per the risk analysis, the common potential causes for cuspal tear are calcification. Without the return of the valve for analysis, a root cause of the cuspal tear cannot be determined. A review of the device history record (DHR) was performed for this valve; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.